Event description:
The device was returned to the service center for a report from the customer contact that an n186 (distal occlusion delivery) and e378 (I/o valve failure) #315 and #304 were noted in the device history. These do not indicate reportable malfunctions. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours.

Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. The customer contact's report of a n186 (distal occlusion delivery) adn e378 (I/o valve failure) #315 and #304 were noted in the device history, but were not duplicated during testing. The device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.